Event description:
The reporter stated the surgeon attempted to insert an aa4203tl silicone toric plate lens but the haptic caught in the cartridge. There was no pt contact or injury.

Manufacturer narrative:
H6: eval codes: results - 100 (other): visual inspection of the returned product found no visible damage to the lens. Conclusions - 67 (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.